Event description:
It was reported that a user experienced recurrent hypoglycemia over approximately two hours, with capillary glucose measured at 53 mg/dl despite multiple administrations of fast-acting carbohydrates, glucose tablets, and food; counseling addressed potential overtreatment and advised measured repeat dosing with 15-minute rechecks. Investigation of this case revealed no device malfunction was identified based on the information provided. Symptoms included shaking/tremors associated with low blood glucose. Outcomes included the need for urgent carbohydrate intervention without escalation to emergency services or hospitalization. Was concluded that the hypoglycemic event had an unclear cause and that user education on staged carbohydrate treatment was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.